Event description:
It was reported that during the photoselective vaporization of the prostate procedure the fiber tip distal to aiming beam had burned through at 180w with total of 15811 joules delivered and was forward firing. The fiber lasted for 1 min 42 secs. There were no patient complications, and the procedure was completed using another fiber.

Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the hene (helium-neon) laser fixture. The testing conducted did not identify signs of breakage along the length of the fiber. Visual analysis did not identify failures in either the fiber tip, or the connector. The conducted functional testing concluded that the firing output rate was below the threshold for potential patient harm. The manufacturer has reviewed all information and determined this event no longer meets reporting criteria for the reported fiber cap/tip melted and fiber beam forward firing as there was no problem with the device, and the forward firing rate was below the threshold for potential patient harm. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews endure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A review of the device instructions for use (IFU) was completed, the IFU states: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. There was no evidence that the device was not used in accordance with the IFU. No issues with the translation, wording or graphics associated with the IFU were identified and the reported complaint is listed in the IFU. A risk review was completed and confirmed that the event of fiber cap/tip melted and fiber beam forward firing was defined in the risk documentation and is documented accordingly in the product record review (prr). This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of device problem excluded.

Event description:
It was reported that during the photoselective vaporization of the prostate procedure the fiber tip distal to aiming beam had burned through at 180w with total of 15811 joules delivered and was forward firing. The fiber lasted for 1 min 42 secs. There were no patient complications, and the procedure was completed using another fiber.